Event description:
The hospital reported that during an fundoscopic vein harvesting procedure, while working on larger tributaries with the vaso view hemopro, bleeding was experienced. The device was not sealing the larger branches adequately. Blood loss was not a serious problem and the pt did not require a transfusion. The same device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The sales rep was present at the case and it was reported that it went well and a good vein was taken despite the bleeding.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review and completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).